Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the ICD could no longer be interrogated. No deterioration of the patient's state of health was reported. The ICD and the lead were explanted.

Manufacturer narrative:
The manufacture date was received as well as the analysis. The analysis of the ICD showed that a sparkover had occurred during a shock delivery between the lead and the ICD housing, which led to the observed inability to interrogate the ICD. This conclusion results from both the damage manifestation of the damaged final shock stag and the sparkover traces on the ICD housing. The analysis showed that lead part decisive for the sparkover onto the ICD housing, the df-1 connector, was not returned for analysis. In addition, signs of abrasion/wear and tear were found at several sites at the insulation of the lead. It can be assumed that fraying down to the high-voltage conductor of the lead had occurred in the area of the df-1 connector, consistent with the sparkover traces on the ICD housing. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Additional damage can probably be explained by the explantation process. There were no indications of material defects or manufacturing errors.